Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a "level disconnected" alarm occurred. The level sensor was turned off, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.